Event description:
The customer reported that the paramedics were called due to her low blood glucose. The customer stated that the insulin pump alarmed button error and the alarm could not be cleared. The customer stated that she was trying to bolus and enters the amount of carbohydrates. The customer also stated that the numbers kept scrolling. The battery was removed and replaced, but the device continued to alarm. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.